Manufacturer narrative:
H6: investigation summary. The bd custom technology team manufactures multicolor cocktails based on customer design. During development, customers are required to validate that the bd manufactured dried cocktail is performing equivalent to the liquid (or current) cocktail in any and all applicable models. Bd makes zero claims on this custom product and it is labeled with no intended use. 626013 is an eight color dry down cocktail made exclusively for kaiser permanente regional lab (berkeley, ca) since 2018. In may 2020 kaiser reported a cd34 pe false positive signal using 626013 lot 9297578 and were able to confirm the false positive using liquid reagents and alternate dried panels containing cd34. Bd manufacturing review indicated no issues and all qc testing, including repeat retain testing, on normal human donors (ctt's testing model) could not confirm the complaint. Using patient bm and pb samples provided by kaiser ctt was able to confirm the customer's cd34 false positive across multiple batches of 626013. Further investigation focused on the presence of proclin 950 in bd's 4x drying buffer (and its' absence in the lyophilized format) as a factor in the cd34 false positive signal. In conclusion, the complaint is an example of the customer discovering that 626013 in its current dry down formulation is not suitable for patients with this particular disease state or treatment plan. In years of using this cocktail design in both lyophilized and dry down formats from bd, this was a new and low frequency result. Bd's offer to begin providing the lyotube format (and eliminate the cd34 false positive) was rejected by the customer in favor of continued monitoring. Root cause analysis: based on the investigation result, the possible root cause was determined to be multifactorial: 1. 60-0761 4x dry down buffer formulation containing proclin. 2. Patient sample/disease state. First case seen by kaiser ever after years of using 626013. 3. Cocktail design including cd34 pe (clone 8g12). Cd34 apc and cd34 percp in kaiser m1/m2 cocktails are not showing the defect. 4. Kaiser's no-wash protocol. Washing eliminates defect.

Event description:
It was reported that there were false positives on patient samples with a bd 8c t cell tube ctt cm dd. The following information was provided by the initial reporter: customer claims interaction of cd34 pe in their m1 l tube (626013) is showing unusual staining pattern . ¿ steps taken with customer/troubleshooting: review data and workflow. ¿ next steps (if necessary): review data, protocol, instrument specification... ¿ resolution achieved (y/n)? :tbd. ¿ are you using this for clinical diagnostic test? N. ¿ were erroneous results reported and used to treat a patient? N. ¿ quantity received and quantity affected: one . ¿ photos or returns requested? N. ¿ investigation follow up required (y/n)? N . ¿ software version(s) (for sw complaints): na . ¿ if consumable is tested on bd instrumentation, list serial number(s): na. Additionally, on 2020-7-29 the fse provided the following additional information: confirmed with customer that the samples tested with the product were patient samples. There were no erroneous results reported since the assay is a three part assay. When the false positive was seen in the m1 tube it was confirmed in the other tubes. If the population was not confirmed on other tubes, the data was not used.

Manufacturer narrative:
Date received by manufacturer: 2020-4-29, however, information obtained from customer making complaint reportable was received 2020-07-29. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that there were false positives on patient samples with a bd 8c t cell tube ctt cm dd. The following information was provided by the initial reporter: customer claims interaction of cd34 pe in their m1 l tube (626013) is showing unusual staining pattern . Steps taken with customer/troubleshooting: review data and workflow next steps (if necessary): review data, protocol, instrument specification. Resolution achieved (y/n)? :tbd. Are you using this for clinical diagnostic test? N. Were erroneous results reported and used to treat a patient? N. Quantity received and quantity affected: one. Photos or returns requested? N. Investigation follow up required (y/n)? N. Software version(s) (for sw complaints): na. If consumable is tested on bd instrumentation, list serial number(s): na. Additionally, on (B)(6) 2020 the fse provided the following additional information: confirmed with customer that the samples tested with the product were patient samples. There were no erroneous results reported since the assay is a three part assay. When the false positive was seen in the m1 tube it was confirmed in the other tubes. If the population was not confirmed on other tubes, the data was not used.